Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a pocket haematoma after device implant. The physician elected to evacuate the pocket on (B)(6) 2019. The device is functioning satisfactorily, and there is no allegation against the product. No adverse patient effects were reported.